Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found on the lead body. The analysis showed that the insulation was found squeezed and damaged 23 cm distal to the is-1 connector pin. In this region the outer conductor coil was found fractured. These damages are assumed to be the root cause of the observed electrical issues. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Furthermore, cuts into the insulation were found 19 cm distal to the is-1 connector pin, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise and erratic impedance values. No adverse patient events were reported. Should additional information be received, this file will be updated.